Event description:
The bovie cord wouldn't work on first bovie machine, got another bovie to see if it was the machine or the cord not working. The instrument started to work with the second bovie then all of a sudden, I heard a pop and saw that the bovie cord sparked and severed the cord, with both ends having a flame. I removed bovie from source and dropped cord to floor so it wouldn't burn the drapes causing an actual fire. Both bovies work with new cords.